Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter and confirmed a working outlet. There was no adverse impact to the customer's blood glucose level. Caller tried different charging supplies until pump began charging successfully, pump did not shut down or become unable to turn back on, and no further assistance was required.